Event description:
It was reported that the caller experienced a continuous glucose monitor (cgm) error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, after which the error did not reoccur, and the caller successfully started their sensor session.